Manufacturer narrative:
Batch review performed on 14 june 2021: lot 163983: (B)(4) items manufactured and released on 29-jul-2016. Expiration date: 2021-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1907337: batch review performed on 14 june 2021: lot1907337: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
3 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and poly. The surgery was completed successfully.